Event description:
Information was received indicating that during use of this smiths medical cadd cassette reservoirs, the pump exhibited ?no disposable alarm". It was reported that despite troubleshooting, the alarm persists. No patient injury reported.